Manufacturer narrative:
Analysis of the pump revealed no anomaly. There was a motor stall and recovery seen in the pump logs. However, analysis found nothing significant that may have caused the motor stall. Analysis of the catheter revealed a broken catheter body. It was noted that the catheter was returned in two segments. The section of the catheter with dispensing holes was not returned. The most distal end of segment 2 had a slight jagged look to it, along with an oval shape when viewed in cross section. This indicated that the catheter was compressed at this area.

Event description:
It was reported that the patient ¿may have been experiencing withdrawal due to tear in catheter¿. The pump and catheter were replaced. The patient recovered without sequela. The pump was delivering gablofen. It was later reported that the cause of the tear was unknown. It was believed that the tear was located at the back where the catheter entered the spine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). The pump and a portion of the proximal catheter were returned; the catheter was returned in pieces. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that no troubleshooting or other actions were done. The problem was "likely chronic". An x-ray on (B)(6) showed a fractured catheter. It was also noted that the problem was "likely chronic" and no troubleshooting or other actions were done. When asked what exact symptoms the patient was having, the reporter indicated "nothing new, ongoing spasticity and dystonia". As of the report date, the patient was showing some improvement with the new pump and catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.